Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint information reported was as follows: ¿not able to deploy the stent¿ the following additional information was provided: ¿the patient underwent with another stent and complete the procedure successfully.¿ this specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria is applicable to this event. 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place. The red shuttle deployment marker was towards the front of the handle. The stent was partially deployed on return. It was possible to deploy the stent but would not retract. There was no damage noted to the yellow lumen. It was evident that the lockwire had been disengaged at some point and reinserted into the device. The customer complaint was confirmed based on the customer testimony. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, on discussion with cirl engineers a possible cause for the difficulties experienced may be that the lockwire was prematurely released and reinserted which could indicate that the user tried to retract the stent and when attempting to deploy again possibly never re-engaged the directional button to deployment mode. The following information was requested following lab evaluation but has not yet been provided: ¿no issues could be replicated in lab with stent deployment, could you expand on the issues encountered? Was the directional button fully engaged in deployment mode when attempting to deploy? Was there an attempt made to retract the stent?" A review of the manufacturing records for this evolution device did not show any discrepancies in the manufacturing records that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Not able to deploy the stent.